Event description:
Event description: during an atrial fibrillation procedure with a medtronic pulse select and carto mapping, the physician was doing the ablations as usual. However, suddenly, the blood pressure went down, the patient had an st elevation on the ECG and the heart rate went more rapid. They checked the left ventricle (lv) on the intracardiac echocardiography (ice) and they could see the contraction was less than at the beginning. The physician thinks there is a small bubble that could have went in the circulation (even though the catheters are not irrigated). He does not know where it could come from and we had no other explications to this event. The physician monitored everything, gave protamine and after a few minutes, everything came back to normal like at the start of the procedure. He decided to continue the procedure and had no other issues. The only (B)(6) product in the patient's heart was a soundstar and it was not related to the event. The procedure was delayed by 15 minutes. The procedure was successfully completed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).